Event description:
It was reported that during an unk procedure clips did not closed correctly. A new instrument was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.